Manufacturer narrative:
Reporting entity corrected.

Event description:
It was reported by service report that the scale was inaccurate due to the cb10. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the scale was inaccurate due to the cb10. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.